Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs and performance testing confirmed the lcd display failure. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the lcd display failure was most likely due to contamination of the device top case assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a faulty display and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the display failure was due to a faulty lcd module in the device top case. The top case was replaced to address this issue. Additionally, the device failure to complete its internal self-test was confirmed and resolved through recalibration of the unit. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a faulty display and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.